Event description:
It was reported that while using two surgical fibers during a prostate procedure, a "fiber port overheated" message was received at 3,340 joules (with first fiber) and 989 joules (with second fiber) of use respectively. The case was rescheduled and reportedly completed on 8/19/2016. There was no patient injury reported.